Event description:
Information was received from a patient regarding an implantable neurostimulator for the treatment of bladder issues it was reported that about 2¿3 weeks ago, people started to experience intermittent shocks near the anus. The patient said she had a fall about 2¿3 weeks ago and, when she woke up, had sharp pain in the belly and groin that has been there since the fall. The patient also said that the urine stream is a little wacko. The patient went to the healthcare provider today, and the nurse ran tests and said that everything looked fine (impedance reading). The patient was told to turn therapy off for a couple of days to see if the problem went away. The patient said that prior to the fall, she periodically felt shock (very rare); however, since the fall, it has become more frequent. Reviewed how to connect to the implant and turn therapy off. The patient confirmed that therapy was turned off. Patient to provide an update to the nurse. The patient mentioned an unrelated medical history. This includedthe fact that the patient has lost quite a bit of weight and that the implant is kind of squishy in their back. The patient said she notified her doctor and was told that it was fine.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.